Manufacturer narrative:
The customer refused service of the device. No further information was provided.

Event description:
A v60 device's main board fault was reported to philips. The device was not in patient use at the time of the reported event.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).